Manufacturer narrative:
H3: product analysis # (B)(4) lot # jm19g002 visual inspection confirmed the handle of the instrument has broken due to overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having c4/5 cervical s pine anterior decompression and fixation due to unknown indication. It was reported that catalyst was used when installing the anatomic ptc. One side of the handle broke when gripped the handle until it was finally installed. Perhaps because the vertebrae were narrow, when it was tried to pull out the catalyst after inserting the cage, it came out with the cage once, so the doctor decided that he couldn't hold it all the way to the end, so he set it again, inserted it, and when he gripped it, it broke. There was no patient symptom reported. There were no further complications reported regarding the event.